Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator was not pacing, and that the patient connector plug did not insert completely into the connector receptacle. When the patient connector plug was completely inserted, pacing restarted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the complaint was not replicated. The patient cable cannot be unplugged at lock position.